Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy with bilateral salpingo-oophorectomy, sacrospinous ligament fixation of the vaginal vault and posterior colpoperineorrhaphy; due to stress urinary incontinence, uterine prolapsed, abnormal uterine bleeding, cystocele, rectocele and uterine leiomyomata.

Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urge incontinence and urinary urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urge incontinence and urinary urgency.